Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to the patient. The sensing vector was reprogrammed, and technical services (ts) review was requested. Upon review, ts observed the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed troubleshooting and programming options. The s-ICD and electrode remain in service and no adverse effects were reported.